Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 2.5x12mm nc trek balloon dilatation catheter was advanced and intended to be used for post-dilatation of 2 stents; however, resistance was met with the guiding catheter and the proximal shaft separated. Reportedly, the separation occurred right outside of the guiding catheter; therefore, the device was simply removed from the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.